Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited undersensing. Programming changes were suggested and no further information was available. No patient symptoms were reported.